Event description:
Reportable based on the product analysis completed on (B)(4)-2012. It was reported that during a coronary stenting treatment procedure, the device was unable to cross the lesion. The 70% stenotic lesion was located in the calcified and severely tortuous left anterior descending artery. The physician predilated the lesion with an unspecified device and then advanced a 3.0x28mm promus element stent to the lesion but was unable to cross. The procedure was completed with another 3.0x28mm promus element stent. No patient complications were reported and the patient's status is stable. However, the product analysis on the returned device revealed that there was stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluation: a visual and microscopic examination identified that the proximal stent struts were both raised and twisted. This type of damage is consistent with the device encountering some form of resistance during advancement and/or withdrawal. The outer diameter of the stent area where no damage was measured and met specifications. No kinks or damage were observed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).